Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. It has come to co's attention since the submission of co's initial report on 1/7/97 that this event was previously reported by co under a different MFR report number. As this is a duplicate report please disregard the event submitted under this reference number (1219930-1997-48).

Event description:
During a lobectomy procedure, the anchor block disengaged into the pt's cavity. The usrgeon retrieved the component without incident and completed the procedure with another device. No pt injury was reported. No pt injury was reported.